Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. The customer decided not to return the pump, and as a result, no further action was required, leading to the closure of the complaint.